Event description:
The sensor patch keeps falling off which in turn I end up wasting the sensor patch not once but twice. Also for some reason other than the above mentioned it say that I keep losing the signal even after I put a new one on. About ready to just go back to sticking my fingers to check my blood sugars. (B)(6) 2022 esantos: patient reported signal loss.

Manufacturer narrative:
(B)(4).